Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; level was unknown. Customer alleged that control iq software delivered too much insulin. Customer addressed bg level by drinking juice and consuming carbohydrates. Customer did not provided identifying information, therefore no additional information can be obtained.